Event description:
During follow up, high lead impedance was observed. Patient was scheduled for lead replacement. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.